Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported issue, does not turn on, was reproduced during incoming device evaluation assessment (idea) as the device did not display a load set screen when the door was opened. The device was unable to recognize an open door which will prevent it from powering on when the door is opened. The cause was determined to be a failing upper latch switch. The upper auxilary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on. There was no known patient injury or medical intervention associated with this event. No additional information is available.